Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version unknown . Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage at the case (battery tube) on event date (B)(6) 2022. Unable to perform the displacement test, sleep current test, active current test, self test or verify blank display due to an observed critical pump error 55 during testing. Pump briefly displayed a critical pump error (open book image) alarm before display a flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no moisture damage on pcba1, pcb2, motor or the force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case and cracked case - corner of belt clip rails. In summary, customer allegations confirmed for cosmetic damage at cracked case (battery tube). Pump error 55 and flashing medtronic logo observed, problems isolated to the electronic stack. Unable to download history/trace files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the back. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.